Manufacturer narrative:
No conclusion code available; the reported field event of an inability to tighten the lead to the device header was confirmed in the laboratory. Visual inspection identified silicone material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw and from fully securing the lead.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during an unrelated lead revision procedure, it was not possible to screw the lead to the device header. The device was explanted and replaced. The patient was in good condition during and after the procedure.